Event description:
Further follow-up revealed that device diagnostic testing at office visit prior to lead replacement surgery resulted in high lead impedance reading (exact diagnostic results unknown), indicating possible device malfunction. X-rays were reviewed and revealed that the lead connector pin was not fully inserted into the generator header. The patient later underwent revision surgery at which time the lead pin was removed from the generator header and then reconnected. Device diagnostic testing was within normal limits, indicating proper device function. However, the surgeon then inadvertently cut the lead which was then replaced. Generator/lead connection problem was the cause of the high lead impedance condition.

Event description:
Manufacturer received device tracking info indicating that a pt underwent lead replacement surgery approx three months after original implant. The reason for replacement is unk. Investigation to date has not determined a clear reason for explant.